Manufacturer narrative:
(B)(4). Software 3.18e. Device had cracked case battery side and cracked battery tube threads. Device had partially detached retainer. Reservoir was able to lock in place. Device passed displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had crack at reservoir lip ring and battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.